Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cursor did not align with the touch pen and therefore the ezel overlay assembly was replaced and the stylus calibrated. (B)(4).

Event description:
It was reported that the stylus on the programmer was not pointing correctly. The service disk was ran, but the issue remained. Technical support had the caller use the stylus calibration software. Once that was completed, the stylus worked fine. The programmer remains in use. There was no patient involvement. It was further reported that the programmer was returned for service.

Event description:
It was reported that the stylus on the programmer was not pointing correctly. The service disk was ran, but the issue remained. Technical support had the caller use the stylus calibration software. Once that was completed, the stylus worked fine. The programmer remains in use. There was no patient involvement. It was further reported that the programmer was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.